Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received not deployed and was unable to activate properly. Since the cannula has not yet been inserted, it could not have dislodged at this point. The device was received with the adhesive liner and needle cap still attached. Since the pod could not have been applied without removing these, it could not have had a failure to adhere. Inspection of the adhesive pad and adhesive welds found no damages or defects. Initial attempts to download the data were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. The pod was attached to an external power supply and was able to be downloaded. The shelf mode current was measured to be out of specification at 3.2 ma. The high shelf mode current contributed to the low battery voltages and an 0xcd hazard alarm indicating low voltage detection. As a result the device could not activate. Inspection of the pcb assembly found no damages or defects that would contribute to high shelf mode current. Add to emdr-209848 medical device problem code = a13 communication or transmission problem